Event description:
Complainant alleged that the clinician was attempting to defibrillate a pt (age and gender unknown), using electrodes with the device, but the unit displayed a "check pads" error message. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the facility's biomedical engineering department was unable to duplicate the reported malfunction and that the device will not be returning to zoll for evaluation. The facility has suggested that the problem appears to be a training issue with particular user/users. The facility's zoll sales representative has been requested to perform additional inservicing of the hospital's staff. Numerous attempts were made to obtain additional patient and event information from the complainant. All attempts were unsuccessful.